Event description:
Patient on non-invasive ventilation via ventilator. Screen went blank and loud alarm sounded. Rn removed bipap mask from patient as ventilator rebooted and started up again. Pulled from service. Patient stable throughout. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). The manufacturer has worked closely with us and biomed to find a resolution - they will be traveling here on [redacted date] to do further testing and to specifically check this ventilator.